Manufacturer narrative:
(B)(4). (Eval method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
Patient received two 2nd degree burns with a size of approximately 1.5 cm on his hand and leg after examination with sense spine coil. Investigation is ongoing.